Event description:
It was reported that the device had triggered early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high battery impedance which led to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011.